Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 for a routine device check after not being seen for an in clinic check since (B)(6) 2017. Upon interrogation it was noted that the patient's right ventricular lead had increased capture thresholds, as well as a lead impedance that was more than double the value it was in 2017. A decrease in right ventricular sensing was also noted. Programming changes were made during the in-clinic check on (B)(6) 2021. No further intervention was reported. The patient was stable throughout.